Event description:
It was reported that during the implant procedure the physician located the target vessel and implanted the lead. The lead then dislodged twice upon splitting of the outer sheath. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.